Event description:
It was reported that the rotatable connector kept coming out of patient cable and required help in keeping the connection in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the rotatable connector kept coming out of patient cable and required help in keeping the connection in place. During analysis a test rotatable connector was inserted in both the positive and negative ports of the disposable patient cable/adaptor and it was noted that the test connector was loose within the ports of the cable/adaptor and did not hold while inserted. Visual analysis of the disposable atrial patient cable/adaptor indicated damage during use. It was noted that the instrument connector terminal was worn out. It was further noted that the instrument connector was worn out. The cable will be discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.